Event description:
It was reported that (1) lcsc5 was used during a lap cholecystectomy procedure. It was reported by the rep the grasper portion of the tip fell off into the abdominal cavity. The surgeon was able to retrieve the piece intra-abdominally. Another lcsc5 was pulled and the case was completed without further incidence. There was no consequence to pt.